Event description:
Manufacturer's level investigational unit confirmed the lancet protrudes beyond the end cap of the multiclix device. Suspect device was returned.

Manufacturer narrative:
The event occurred in (B)(6).